Event description:
A hosp in another country, reported to our distributor that the water feed extension set of mr290 humidification chamber fell off during pre-operation test. No pt consequence was reported.

Manufacturer narrative:
The complaint device was visually examined. Results: there has been no glue applied to hold the water feed tube into the chamber dome, thus the tube is easily removed. Our record indicates that this is the only complaint of this nature received for the given lot number. Conclusion: a production fault caused depletion of glue from the machine without alerting the operator. This has since been corrected.